Event description:
Additional information revealed that the patient underwent surgical intervention on(B)(6) 2021 wherein a new ipg was implanted and the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-00979. It was reported that the patient's lead had multiple high impedances, causing ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted. Lead is still implanted with no ipg. Further surgical intervention may take place to address the issue.